Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in USA during use. It was reported that the flow decreased to zero while the device was in use. Further information received on 2025-05-06. The patient was undergoing treatment and was being transported for a CT scan. The patient was being advanced into the CT scanner while the perfusionist ensured that there was enough play on the cables during the scan. The perfusionist asked the technician to stop advancing the CT scanner table. After the table was stopped, the table jerked forward, which pulled on the cables. This resulted in a flow signal loss alarm. The perfusionist could not resolve the alarm and requested another cardiohelp unit. While waiting for the back-up console, the perfusionist transferred the hls set to the emergency drive, e-drive, during the transition between the affected cardiohelp device and e-drive, the patient became hypotensive and required pharmacological support. The hls set was transferred to the back-up cardiohelp device and flow was re-established. As the patient experience hypotensive and required pharmacological support, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the flow decreased to zero while the device was in use on a patient. Further information received on 2025-05-06. The patient was undergoing treatment and was being transported for a CT scan. The patient was being advanced into the CT scanner while the perfusionist ensured that there was enough play on the cables during the scan. The perfusionist asked the technician to stop advancing the CT scanner table. After the table was stopped, the table jerked forward, which pulled on the cables. This resulted in a flow signal loss alarm. The perfusionist could not resolve the alarm and requested another cardiohelp unit. While waiting for the back-up console, the perfusionist transferred the hls set to the emergency drive, e-drive. During the transition between the affected cardiohelp device and e-drive, the patient became hypotensive and required pharmacological support. The hls set was transferred to the back-up cardiohelp device and flow was re-established. As the patient experience hypotensive and required pharmacological support, a report is required. A getinge field service technician (fst) was sent for investigation. The cardiohelp was tested from (B)(6) 2025 while a test hls circuit was attached. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "arterial bubble sensor defective" could be confirmed on the date of event which can lead to a pump stop. As the failure could not be replicated, the exact root cause remains unknown. However, according to the risk file v24 of the cardiohelp device (dms# (B)(4)) the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - impaired calibration, initialization of the flow sensor - insufficient fixation of flow clamp (flow clamp not closed) - response time too long. A medical review was performed by getinge medical affairs on 2025-07-28 with the following conclusion: "following a detailed review of the available documentation, including the complaint report, service findings, and internal correspondence, no definitive root cause could be bear out for the flow signal loss observed during patient transport. However, the discovery of a frayed hls cable during service is considered a plausible contributing factor. While the device passed all post-event functional and safety tests and no reproducible malfunction was identified, the mechanical stress applied to the circuit during CT table movement may have exacerbated or revealed an existing vulnerability. Additional user feedback has since provided further insight into the circumstances surrounding the event. According to the user, the patient was being advanced into the scanner to verify that sufficient tubing length was available for the procedure. During this maneuver, the perfusionist requested that the table movement be stopped. However, upon stopping, the table reportedly jerked forward, causing tension on the lines. At that moment, the cables were noted to have been pulled tight, and this mechanical strain coincided with the onset of the flow signal loss alarm. This sequence of events suggests that the loss of signal may have been triggered by sudden traction on the circuit components during table operation. The patient experienced hypotension during the transition to manual support via the emergency hand crank (e-drive), necessitating pharmacological intervention. This clinical deterioration is temporally and causally linked to the loss of flow and the delay in restoring full support. Although no direct use error was identified, the incident underscores the importance of maintaining adequate circuit slack and secure line arrangement during patient transport -particularly in CT scanner environments where table motion can exert unexpected force on the system. In alignment with the instructions for use (IFU), users are reminded: ¿ensure during operation that the tube and locking device are not released accidentally. This can lead to an incorrect pump stop if an intervention is activated. The blood flow is interrupted and supply to the patient ceases.¿ the patient was receiving ECMO support at the time of the event, indicating a critical baseline condition. While the hypotension was transient and resolved without long-term sequelae, the patient¿s underlying status likely increased susceptibility to even brief interruptions in circulatory support. No permanent injury or fatal outcome was reported. The cardiohelp did work as expected under the given conditions." According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2025-07-31 for the period of (B)(6) 2014 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-09-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "flow decreased to zero" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The cardiohelp was tested while a test hls circuit was attached. The failure could not be reproduced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Further, a medical review was requested from getinge medical affairs. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID #(B)(4).